Event description:
Info received indicates while performing preventive maintenance, the tech found the bed would not run on battery although the battery led was lit (full charge).

Manufacturer narrative:
The tech found the battery was weak. He replaced the battery to repair the bed.